Manufacturer narrative:
Device was not returned. If additional information becomes available, it will be provided in a supplemental report. Device disposition unknown.

Event description:
Open reduction and internal fixation of the left midfoot. Metallosis was observed during removal.

Manufacturer narrative:
This device is concomitant and did not contribute to the reported failure; the reported device was not implanted in the primary surgery.

Event description:
Open reduction and internal fixation of the left midfoot. Metallosis was observed during removal.